Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's husband reported bent cannula issue, so his wife did not get enough insulin. Reportedly, her blood glucose level was 863 mg/dl and she experienced diabetic ketoacidosis. She was taken to the emergency room, by her husband and she was subsequently hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.